Event description:
A hospital in (B)(6) reported that while using an rt380 adult dual heated evaqua2 breathing circuit the patient's endotracheal tube (et) became blocked and the patient desaturated to 60% and experienced respiratory collapse. The secretions were removed via an endoscope and the hospital confirmed that there was no further patient consequence.

Manufacturer narrative:
(B)(4). We were informed by the hospital that there was an issue with the air conditioning due to renovation works in progress in the department where the incident occurred and that this had caused particularly high room temperatures. The mr850 in use during the incident was performance checked by the hospital and found to be functioning correctly. Method: the complaint rt380 adult dual-heated evaqua2 breathing circuit was returned to fisher & paykel healthcare (fph) in (B)(4) for investigation. The inspiratory and expiratory heater wires were resistance tested using a calibrated multimeter. Results: the resistance test revealed that the inspiratory and expiratory heater wires of the returned circuit were within specification. A lot check revealed no other complaints of this nature for lot 150210. Conclusion: following this incident, an fph representative visited the hospital and obtained further information and offered advice on setting up the mr850 system for optimal performance. The fph representative noticed that the temperature in the affected room was 27.5 to 28 degrees celsius, which is very warm. This temperature range is outside of the mr850 humidifier operating conditions of 18 to 26 degrees celsius, as stated in the mr850 user instructions. The hospital technical service then manually adjusted the temperature regulation. The room temperature dropped to between 24 and 24.5 degrees celsius. The mr850 operating parameters appeared normal and no further problems were experienced. We can conclude that the problems experienced by the hospital were as a result of the uncommonly high temperatures in the ward. Once this problem was addressed the mr850 system was able to function normally, with no further issues. The user instructions that accompany the mr850 state the following: operating conditions: recommended ambient temperature 18 - 26 degrees celsius - caution: if operating in ambient temperatures outside the recommended range, consult your local fisher & paykel healthcare representative or consult the technical manual. The user instructions that accompany the rt380 state the following: set appropriate ventilator alarms. Check breathing circuits for condensation every 6 hours and drain if required.